Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2025, not (B)(6) 2025 as previously reported.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted during the same surgery.

Event description:
Per the clinic, the patient experienced recurring redness and swelling at the implant site. Subsequently, the patient underwent an effusion aspiration (specific date not reported). The implanted device remains.